Manufacturer narrative:
This report is submitted on 13 july 2020.

Manufacturer narrative:
It was reported that prior to explant the patient experienced infection and extrusion of the receiver-stimulator and was subsequently treated with antibiotics. Re-implantation is planned at a later date. This report is submitted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 26 may 2020.

Event description:
Per the clinic, the device was explanted for unspecific reasons (date not reported). It is unknown whether the patient was reimplanted with a new device.